Event description:
It was reported that an unknown patient underwent a afib - persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve on visual examination by the physician did not look right. The physician complained that the hemostatic valve on the vizigo sheath "did not look right." There were no other details provided regarding the issue. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 15-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent a afib - persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve on visual examination by the physician did not look right. The physician complained that the hemostatic valve on the vizigo sheath "did not look right." There were no other details provided regarding the issue. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record review was performed for the finished device 00001788 number, and no internal action related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).